Event description:
It was reported that the right ventricular lead dislodged. The patient had also developed an infection. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.